Event description:
It was reported that the patient had passed away. A biotronik representative was asked to pull up the patients home monitoring information to see if the device had been functioning properly. Home monitoring showed: noise on the rv lead led to vf detection but no therapy was delivered. Decreased sensing amplitude was also noted. It appears that the vf was not true and there were signs of possible artifacts. Biotronik is trying to recover the device for an analysis. At this time the device remains in the body.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.